Event description:
During a ptca procedure, the maverick otw balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the rca. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A zeon introducer sheath, a miracle3 guide wire, and a mach 1 guide catheter were also used in this proceudre. No patient injuries or complications were reported.